Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: the aim of the study was to investigate the impact of surgical margins on local relapse and metastasis in patients with partial nephrectomy (pn). It is described that local relapse is a known complication in these types of patients/surgery. The study includes a patient that indeed experienced local relapse and this event is evaluated to be caused by the surgery per se and/or the indication for surgery. The same patient and another patient also had metastasis which is evaluated to be related to the indication for surgery (diagnosis) thus not related to surgiflo. In conclusion, the events described are evaluated not to be caused by surgiflo thus no causal relationship between the events and surgiflo. Since a total of n=13 intraoperative complications (without details) are mentioned in the table, follow-up questions to the author/s about type and causality is forwarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: this complaint is from a literature source. The following literature cite has been reviewed: bulut ec, elmas b, kaba m, karabacak n, coskun ç, aydin u, çetin s, sözen s. Impact of positive surgical margins on renal cell carcinoma recurrence. Bull urooncol. 2024 sep;23(3):68-72. Doi:10.4274/uob.galenos.2024.2024.8.4. This retrospective study aims to examine the impact of positive surgical margin (psm) and negative surgical margin (nsm) on local relapse and metastasis among patients undergoing partial nephrectomy (pn). The authors investigated forty-three (43) patients (26=male; 17=female) who underwent pn using surgicel (absorbable hemostat , ethicon) and surgiflo (ethicon) between june 2019 and january 2024 and met the inclusion criteria. Patients were divided into two groups: positive surgical margin (n=4) and negative surgical margin (n=39). Reported complications include: - unknown event (n=1; 25%) treatment: underwent ipsilateral rn surgery and; - intraoperative complications (n=13) treatment: not reported. In conclusion, the effect of psm on local relapse and metastasis remains controversial. However, our study revealed higher recurrence rates in the psm group. It should be noted that psm poses a higher risk in high-grade tumors, and careful monitoring of this patient group is necessary. "

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 2. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 3. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 4. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? 6. What was the date of the procedure? 7. What is the name of the procedure? 8. What was the indication for using the product? 9. Was there any delay in the procedure as a result of this event? If so, how long? 10. What was used to complete the procedure? - was there any patient consequence? 11. What is the surgeon¿s opinion as to the relationship of the product to the symptoms? What is the current condition of the patient? Citation: bulut ec, elmas b, kaba m, karabacak n, coskun ç, aydin u, çetin s, sözen s. Impact of positive surgical margins on renal cell carcinoma recurrence. Bull urooncol. 2024;23(3):68-72. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.